Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead exhibited loss of capture, no r wave measurement and impedance less than 200 ohms. On (B)(6) 2014, the physician intended to replace this lead, but upon opening the pocket, it was found that this lead was not fully seated in the header. The physician repositioned this lead in the headed and it remains actively implanted. Should additional information be received, this file will be updated.